Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. After several re-ran tests (oct 22, oct 29, nov 16) tosoh required samples to be sent to the qa lab for testing. Fibrin was discovered and removed from the patient sample. Customer stated that they did not preform the additional testing for interfering substances, that it would be costly to run and their pathologist decided not to run prolactins on the 900. Sales support and management notified of their decision. The most probable cause of the reported event was possibly interfering substance in patient's specimen but was not confirmed by customer.

Event description:
On (B)(6) 2015 the customer reported patient result discrepancies with their aia-900 analyzer. Customer reported that prl samples results sent to other facility did not corelate with their analyzer results. There was no indication of patient intervention or adverse health consequences due to the patient results discrepancies.